Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range pacing impedance was observed via remote transmission. The patient did not report symptoms before, during, or after the event. The physician believed the high impedance was a result of clavicular crush. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the operation. The patient will continue to be monitored with routine follow-up.

Manufacturer narrative:
Analysis was normal. No anomalies were found.